Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an advanced evaluation trial patient with an external neurostimulator (ens) for urgency frequency. It was reported by an advanced evaluation patient that they had spent the last days hospitalized and that after they had the procedure done they had fainted and they were hospitalized. On (B)(6) 2020 the patient reported again that after returning home from their procedure they fainted and had to be hospitalized. There were no further complications reported.